Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump under-infused calcium gluconate (1g/50ml) during patient infusion. There was no report of patient injury or medical intervention associated with this event. There was no patient involvement.

Manufacturer narrative:
Additional information was added to h6 and h11: h11: the event history log review showed the device was programmed for calcium glucon on (B)(6) 2025. The device experienced a upstream occlusion, tube load error, and slide clamp error alarms which were cleared by the customer. Eventually the device was powered off by the customer that same day. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.